Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information; however specific device information was unknown per the account. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. E1: initial reporter phone: (B)(6).

Event description:
It was reported that after the isolation of pulmonary veins using a farawave pfa catheter the patient experienced cardiac tamponade. After the pvi portion of the treatment was successfully completed cardiac tamponade was identified in the patient. They underwent surgery and a perforation was identified in the roof of the atrium. The patient was admitted to the hospital and is considered to have recovered from the complication. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone: (B)(6).

Event description:
It was reported that after the isolation of pulmonary veins using a farawave pfa catheter the patient experienced cardiac tamponade. After the pvi portion of the treatment was successfully completed cardiac tamponade was identified in the patient. They underwent surgery and a perforation was identified in the roof of the atrium. The patient was admitted to the hospital and is considered to have recovered from the complication. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient is doing well and is at home.